Event description:
Chunk of tampon tore off inside - vaginal [foreign body in reproductive tract]. Chunk of tampon tore off [device breakage]. Case description: consumer reported via e-mail that she had a tampon tear off inside of her. No serious injury reported.

Event description:
Chunk of tampon tore off inside: vaginal [foreign body in reproductive tract]. Chunk of tampon tore off [device breakage]. Case description: consumer reported via e-mail that she had a tampon tear off inside of her. No serious injury reported.